Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.812.003; lot: l743284; manufacturing site: hägendorf; release to warehouse date: june 04, 2018 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil; selected flow: 2. Device interaction/functional visual inspection: the visual inspection of the inner shaft has shown that the fork is heavily bent. Further investigation has shown some dents on the surface of the tip (fork). Function test: a functional test cannot be performed as a result of the damage of the fork (heavy bent). Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the article, therefore no drawing/specification review is needed. Summary: the returned t-pal spacer applicator inner shaft was examined, and the complaint condition was able to be confirmed. This lot was manufactured in june 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The investigation has shown that the fork is heavily bent. Further investigation has shown some dents on the surface of the tip (fork). The existing damage of the t-pal spacer applicator inner shaft could not be connected as required with the outer shaft. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient information not available for reporting. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a transforaminal posterior lumbar cage system (t-pal) on (B)(6) 2018. After the application of t-pal cage to situs, it was not possible to remove the applicator inner shaft from the implant, therefore, strong forces and bending were necessary to remove the applicator inner shaft. There was a surgical delay of about 10 minutes. There were no fragments that remained in the patient. Procedure was completed successfully. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).